Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test sleep current measurement and active current measurement within specifications. Unit passed self-test. Insulin pump was returned for pump error. Format history file analysis confirmed pump error due to software error. Unit was received with cracked retainer, scratched case and minor scratched lcd window. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected failed battery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call finding pump error in pumps alarm history. The customer's blood glucose level was 75 mg/dl at time of incident. Customer was assisted with trouble shooting and error table indicated pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.